Event description:
It was reported that the pt's pump had stopped for 140 hours and the pt's catheter had migrated. The migration was detected via x-ray 05/2007. No pt symptoms were reported. The pump was programmed to deliver saline in a gabapentin study. Add'l info has been requested, a follow -up report will be submitted if add'l info becomes available. See MFR's report number: 6000030200702988.